Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/12/201 , and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor smooth round high profile 460cc saline prosthesis, catalog: 3503460, serial number: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision with mentor smooth round high profile saline prostheses; 630cc on the left and 460cc on the right, experienced deflation on the left breast prosthesis post procedure. At the time of this report, mentor has received no information regarding explantation or expected explantation date.

Manufacturer narrative:
Additional information was received on 11/12/2018. On (B)(6) 2018 an explant was performed. The left prosthesis was replaced with a mentor smooth round high profile 560cc saline prosthesis. The right prosthesis was replaced with a mentor smooth round high profile 500cc saline prosthesis. The evaluation of the returned device was completed by the failure analysis lab on 11/27/2018. Device evaluation summary: it was reported that a 37-year-old female patient who underwent breast augmentation revision with mentor smooth round high profile saline prostheses; 630cc on the left and 460cc on the right, experienced deflation on the left breast prosthesis post procedure. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination, the mentor product analysis lab observed that the device appeared intact. Leak testing was performed in accordance with mentor procedures, and one leak was found on the anterior view of the device. The leak was caused by a rent measuring approximately 0.2 cm in length. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Microscopic examination revealed parallel striations on the edges of the rent. This type of striation is more conclusive to sharp instrument damage rather than shell failure due to wear. At this point it is not possible to determine the origin of the white material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).